Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 423 mg/dl after waking up from bed. The customer did not mention any form of treatment for their blood glucose levels. The customer contacted their health care provider due to the unexplained high blood glucose. There is no indication of a malfunction caused by the insulin pump. The customer hung up the phone to take another line. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.